Event description:
It was reported that during a lap chole procedure, the device would not release after the fourth firing. The surgeon manually pried the jaws open. The fourth clip remained closed on the tissue and another device was not necessary. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed, and no anomalies were noted during the manufacturing process.